Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
Customer's son reported customer rec'd inaccurate high glucose reading (78 mg/dl) from their freestyle meter. Customer's son reported customer experienced symptoms of change in mental status and diaphoresis. Paramedics were called and obtained a glucose reading of 31 mg/dl with their hcp meter and treated customer with d50 IV solution. Customer was then transported to hosp where he was diagnosed with severe hypoglycemia. The treatment at the hosp is unk, an investigation into the details of this event is in process.